Manufacturer narrative:
(B)(4). Customer could only provide a potential lot number (74h1600069). The device history record found no issues that could potentially relate to the issue reported. The device was received for investigation. Visual inspection found at approximately thirteen (13) inches from the column end of the circuit, a melted area of the blue tubing that measures in length approximately two (2) inches. The melted area did not appear to have penetrated the tubing. There were no areas inside the tubing where the heated wire had "gathered" or "bunched" which can cause hot spots. Functional testing of the heated wire circuit found the resistance value is well within the acceptable range. Customer complaint is confirmed. However, root cause cannot be established as the origin of an "external source" of heat cannot be determined. (Cont.) Other remarks: the determination of an "external source" of heat was collaborated with r & d engineering. The defect can be attributed to operational context as the tube was damaged during use. No corrective/preventative actions will be assigned. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "respiratory therapist noticed heated wire circuit was melting. The circuit was removed and a new one was placed." Event reported as during a patient use. No patient injury or consequence was reported. Patient condition reported as "fine".